Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had stuck button alarm. The customer¿s blood glucose level was 160 mg/dl. The customer stated that they did not press a button down for 3 minutes or longer. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed all functional tests including displacement, and self tests. After power up, however, it took multiple presses on the middle (enter) keypad button for it to register. Upon further review, there was corrosion underneath the domes of the middle (enter) and up keypad buttons.